Event description:
During the insertion of a subclavian catheter, the "j-wire" was left in the patient. The patient was transferred to another facility due to the underlying problem. After stabilization, the patient was transferred to a second facility for removal of the "j-wire" by an interventional radiologist using fluoroscopy. There were no adverse outcomes of the procedure and no negative effects/outcome to the patient after removal. This report is completed due to "potential" for negative outcome.